Manufacturer narrative:
The bench service engineer (bse) replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord had more resistance than allowed in electrical tests. It was reported there was no patient involvement at the time the issue was discovered. It was discovered that the power cord had more resistance than allowed in electrical tests. The bench service engineer (bse) determined a power cord replacement was necessary. This investigation is ongoing.